Event description:
The customer reported multiple milliliters of fluid leaked underneath the instrument and on the counter involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe), consisting of gloves and a laboratory coat during the event. There is an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) instructed the customer to open the right door and check for kinked lines, all were okay. The customer was able to perform startup and controls. The customer called back on the same day and stated the leak had returned. The fse replaced the drain pinch valves and tubing on vl13, vl14, and vl15, repositioned the fluid filters, and cleaned the diluent leaked on the baths and hemoglobin photometer assembly. The fse bleached the count chamber and white blood cell (wbc) bath and replaced tubing on the drain pump and pinch valve tubing through the rear of pinch vl13. The fse repositioned the pinch valve tubing on valves vl14 and vl15. On (B)(4) 2012, the fse did not observe any new leaks from the instrument, but as the unit cycled, the white blood cell and red blood cell baths were not draining completely and started to fill to the top. The baths overflowed slightly, but the fluid (diluent) stayed on the ledge just below the top of the bath. The fse clarified valves 13, 14, and 15 were replaced to resolve the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).